Manufacturer narrative:
(B)(4) this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional system component being reported for this event: unk:outflow graft hvad pump (B)(4) and 2 segments of the outflow graft were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported "inadequate flow rate" event was confirmed via review of the controller log files, which revealed a sustained decrease in estimated flow and power consumption, and low flow alarms. Analysis of the pump revealed that the device met specifications; the device passed visual examination, dimensional verification, and functional testing. Independent pathology report revealed thrombus within the inflow region of the upper housing. Furthermore, independent pathology showed that the segments of outflow graft were unremarkable and there was no evidence of thrombus within the outflow graft. As a result, the outflow graft passed visual examination and a correlation between the outflow graft and the reported event could not be established. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. : based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. The most likely root cause of the inadequate flow rate can be attributed to an occlusion of the inflow of the pump caused by thrombus formation. Thrombus and gi bleed are potential events that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was admitted for gi bleed and low flow alarms. Upon arrival pump flows were 0.4 lpm and hematocrit (hct) was 20. Pump viscosity was reprogrammed which brought the flows up to 0.3 lpm. The patient was administered multiple units of blood with little change in flow estimation. Echocardiogram results revealed dilated left and right ventricle but no clot was visualized. Log files were sent. The clinical picture was consistent with obstruction/ occlusion; therefore, the patient was taken for pump exchange on (B)(6) 2016. Visual examination of the explanted pump revealed thrombus within the pump and in the outflow graft. The surgeon also noted thrombus in the left ventricle. The clinical specialist also reported that the patient received no treatment for the gi bleed because it resolved spontaneously. The last report received indicated that the patient tolerated the exchange procedure and is doing well in the hospital.&#2062;o additional information provided.